Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received three devices. The visual inspection noted that the insufflation port on one of the devices was broken. The lock collars, obturators, trocar balloons and dissector balloons appeared intact. The insufflation bulbs were received. The inflation syringes were not received. Pmv performed functional testing; the trocar balloons were inflated, using a test syringe, no leaks detected. The holes were covered, and two of the dissector balloons were inflated, no leaks detected. The device with the broken insufflation port precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken insufflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair totally extraperitoneal procedure, the device was physically broke so that it failed on the initial dissection balloon inflation. They opened another device to resolve the issue and complete the case. There was no injury caused to the patient and no medical intervention was required.